Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and they were instructed to continue using the pump and to call back if the malfunction recurred.